Event description:
It was reported that the patient is having pain with his ams 700 inflatable penile prosthesis during inflation. The patient stated that he always left his device partially inflated throughout the night and wondered if this is the cause of his new onset of pain. The patient will see a prosthetic physician to assess the issue.

Manufacturer narrative:
Additional information provided in: b2, b5, d7, h6.

Event description:
It was reported that the patient is having pain with his ams 700 inflatable penile prosthesis during inflation. The patient stated that he always left his device partially inflated throughout the night and wondered if this is the cause of his new onset of pain. The patient will see a prosthetic physician to assess the issue. Additional information received state that all components were removed due to a fluid loss. A new 700 lgx ipp was implanted.